Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd connecta¿ 3-way stopcock valve "melted" "within 1 min" when used with lipiodol during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "apparently there were problems with the 3-way valve ref-no last friday. 394602. Three-way tap blue bdn 394602 360 degree rotating v20 01000069 according to our interventional radiology, the 3-way valve melts when using lipiodol .... "# (B)(6) - unfortunately brings us nothing - the lipiodol (oily contrast medium) decomposes the 3-way tap within 1min ..."

Event description:
It was reported that the bd connecta¿ 3-way stopcock valve "melted" "within 1 min" when used with lipiodol during use. The following information was provided by the initial reporter, translated from german to english: "apparently there were problems with the 3-way valve ref-no last friday. 394602. Three-way tap blue bdn 394602 360 degree rotating v20 01000069. According to our interventional radiology, the 3-way valve melts when using lipiodol .... "# 01000069 - unfortunately brings us nothing - the lipiodol (oily contrast medium) decomposes the 3-way tap within 1min."

Manufacturer narrative:
H6. Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. DHR could not be performed because of the unknown lot#. Based on the limited investigation results, a cause for the reported incident could not be determined.